Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free thyroxine (ft4). The specific date the event occurred was asked for, but not provided. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on an e602 analyzer and an e411 analyzer on (B)(6) 2015. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e602 analyzer serial number used for investigation purposes was asked for, but not provided. The ft4 reagent lot number used on this analyzer was 180230, with an expiration date of (B)(6) 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 179279, with an expiration date of july 2015. From analysis of the provided information, there is most likely not a general reagent issue. Upon comparing values generated by different types of analyzers, variances can be expected. Given the different setups of all assays, the antibodies used, and the variances in reference methods, this may result in differences of values when comparing assays from different vendors.